Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for partial clip detachment. It was reported that on (B)(6) 2018, the patient with degenerative mitral regurgitation (mr) of grade 4+, underwent a mitraclip procedure with implantation of two clips, reducing the mr to grade 1+. A transthoracic echocardiogram was performed on (B)(6) 2018. It was noted that the clip had partially detached and the mr had increased to grade 3+. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the follow-up #1 medwatch report, additional information was received. The clip partially detached from the posterior leaflet. Transthoracic echocardiogram performed on (B)(6) 2019 noted mitral regurgitation increased to grade 4+. No intervention was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: manufacturer name and address. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other incidents. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported failure to partial clip detachment could not be determined. The reported recurrent mr appears to be a cascading effect of the partial clip detachment. There is no indication of product quality issue with respect to manufacture, design or labeling.